Manufacturer narrative:
H.6. Investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3

Event description:
It was reported that the bd q-syte¿ extension set 15 cm (6 in) 0.34 ml micro bore was clogged/blocked. Product defect was noted during use. The following information was provided by the initial reporter: the patient had placed the external venous catheter for more than 3 months, and the infusion connector was replaced during maintenance today. The solid joint was not patency. Replaced the connector immediately.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd q-syte¿ extension set 15 cm (6 in) 0.34 ml micro bore was clogged/blocked. Product defect was noted during use. The following information was provided by the initial reporter: the patient had placed the external venous catheter for more than 3 months, and the infusion connector was replaced during maintenance today. The solid joint was not patency. Replaced the connector immediately.